Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient was in good condition post procedure. There was no additional adverse patient effects were reported. This ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.